Event description:
It was reported that bd arterial cannula 20g/45mm needle broke. I am writing to bring to your attention an issue we encountered during a recent procedure. Dr. Was putting hd catheter for patient, uhid 270128241, we observed that the guide wire was bending during catheter insertion, which compromised the precision of the process. Additionally, the arterial cannula broke while inserting the line, resulting in a disruption to the procedure. I kindly request your team to investigate this matter further and take necessary action to prevent such occurrences in the future. Your cooperation in resolving this issue is greatly appreciated. Details of product: haemocent hemodialysis catheter kit lot 3309022m polymed medical device bd arterial cannula 20g/1.10mm*45mm 49ml/min ref 682245 lot:2111517.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
I am writing to bring to your attention an issue we encountered during a recent procedure. Dr. Was putting hd catheter for patient, uhid 270128241, we observed that the guide wire was bending during catheter insertion, which compromised the precision of the process. Additionally, the arterial cannula broke while inserting the line, resulting in a disruption to the procedure. I kindly request your team to investigate this matter further and take necessary action to prevent such occurrences in the future. Your cooperation in resolving this issue is greatly appreciated. Details of product: haemocent hemodialysis catheter kit lot 3309022m polymed medical device bd arterial cannula 20g/1.10mm*45mm 49ml/min ref 682245 lot:2111517.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no needle broken / needle bent qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. 2 representative samples were received. 1 sample was inspected for damaged catheter tip, measurement of catheter tip internal dimeter 0.67 +/- 0.01mm, catheter taper 2.5 +/- 1.0mm, tip wall thickness 0.085 +/- 0.015mm, beveled length 58 - 58.5mm & bevel angel 15 - 30 degree. There is no damaged catheter tip and all the above dimensions above were within specification for the above mentioned sample. The other sample was inspected on the penetration force. The penetration force of the catheter was within specification of 0.55n maximum. The customer¿s experience of needle broken / needle bent cannot be determine. The complaint trend will be monitored.